Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at time of call was 430 mg/dl. It was stated that the insulin pump was not turning on, and they determined the device was malfunctioning. Requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.